Event description:
Reporter is daughter-in-law, who states that consumer had been doing well, until she had a stent placed in 2006. Since that time, she has had her medical condition complicated with a blood clot to the brain and stroke in 03/2006, and is currently anemic. She rec'd 3 units of blood 2-3 days ago. Reporter states that mother-in-law was diagnosed with 2 to 3 blocked arteries in january and because of her age, stent placement was felt to have been a safer option than bypass surgery. Therefore, she underwent stent placement with the dr's recommendation of a cypher drug eluting stent." Approx 4-5 weeks post-procedure, the consumer experienced "dizziness." In retrospect, it was probably at this time that she was having the onset of a stroke, but it wasn't until she was dragging her leg and rec'd an MRI by a neurologist that it proved she had a clot to her brain and then the stroke was actually diagnosed.